Event description:
The pt experienced superficial wound dehiscence. The pt was treated with keflex. The outcome was reported as "resolved without sequelae". The medication being delivered via the device system was not reported.

Manufacturer narrative:
(B) (4).